Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation. Upon evaluation of the device, the reported issue of no image was confirmed. In addition, there was a leakage through the hole in the cable. For the right function, the cable unit required replacement. The probable cause of no image is due to the following reason: since there was a hole on the cable, water got inside the device from the hole. This deteriorated the insulator used for the cable. The instructions for use (IFU) states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use, prior to a bariatric therapeutic procedure. The operation was performed with an old video system. There was no patient involvement, no harm or user injury reported due to the event.